Manufacturer narrative:
Additional information: b5, d1, d4, g3.

Event description:
Additional information was received on 03/10/2025: the part and lot number of the reamer was ar-1409lp-50 low profile reamer, 9.5 mm from lot 4248152395. The second surgery was on 01/16/2025. There were no arthrex parts explanted or implanted. The patient's status is normal post-op acl. An x-ray will be provided when available.

Event description:
On 2/20/2025, an FDA medwatch notification was received via email. A facility representative reported that a patient had an alc procedure on (B)(6) 2025. An x-ray was performed forty-eight hours post-procedure, and a foreign body was identified in the patient's knee. From the x-ray it could not be identified if it was the arthrex 9.5 mm reamer or the flipcutter. The patient underwent a second surgery to have the foreign body retrieved and it was identified that the tip of the drill bit broke off. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6: based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.